Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a peptic stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the axios stent did not deploy. Neither of the flange came out. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was implanted during esophagogastroduodenoscopy (egd) procedure. However, the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Blocks b5 and h6 (impact codes) have been updated based on the additional information received on august 12, 2024 and august 14, 2024. The event is no longer considered an MDR reportable event as there is no risk of fluid leakage into the peritoneum. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during esophagogastroduodenoscopy (egd) procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a peptic stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the axios stent did not deploy. Neither of the flange came out. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was implanted during esophagogastroduodenoscopy (egd) procedure. However, the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for esophagogastroduodenoscopy (egd) procedure. Additional information received on august 12, 2024, and august 14, 2024. It was reported that no cautery was used during the procedure, and no puncture was created in the patient.